Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. The event is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:rc2609 revision:06 chapter: evis exera ii tjf type q180v operation manual-chapter-3 preparation and inspection should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the forceps elevator. There was no patient involvement.